Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, inflation: medtronic, guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with mild tortuosity, moderate calcification and 99% stenosis. The 1.5 x 15 mm mini-trek rx balloon catheter was pressurized using a non-abbott inflation device. However, the pressure indication gradually decreased after it went past 10 atmospheres (atm). As a balloon rupture was suspected, the balloon catheter was withdrawn from the anatomy. Outside the anatomy, the balloon catheter was pressurized to test it, but no leakage was observed. The procedure was continued using other balloon catheters. The same non-abbott inflation device was used to complete the procedure and no problem was observed. There was no resistance reported during advancement or removal. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.